Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, when pa was handled with power handle at the fourth firing, after the green button was pressed, firing could not be performed. There is no totally suspicious operation from loading to stapling operation. After the green button was pressed, when trying to push the fire button, a sound like the knife returned by itself was heard. The procedure was completed with another device. There was no patient injury.